Manufacturer narrative:
(B)(4): conclusion: (the delivery system was not returned for evaluation).

Event description:
An endurant iliac stent graft was attempted to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were not reported. It was reported that after the delivery system was inserted in the patient, the physician needed a lot of force to rotate the delivery system deployment handle. The physician felt this is not what he was used to and decided to remove the delivery system from the patient. Another endurant iliac limb stent graft of the same size was inserted and it was used to successfully complete the procedure without complication. The delivery system was not returned for evaluation.